Manufacturer narrative:
The device is in the process of being evaluated. Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that leakage was noted from "y" connector due to poor adhesion between "y" connector and tube. There were no adverse consequences to the patient.